Event description:
During an exercise test, a loss of capture was observed on the ECG of the right ventricular and right atrial leadless pacemaker (lp). Additionally, it was noted the patient experienced a ventricular tachycardia (vt) during the test. The test was repeated with the same outcome. The vt was self terminated. Technical support was contacted and noted low i2i communication. Technical support recommended additional investigation. There were no patient consequences.